Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). High o2 concentration alarm was generated. The reason for the reported issue was due that the o ring became loosen inside the gas modules. The problem was solved by repositioning the o ring inside the gas modules. The ventilator passed all functional and safety tests per factory specifications. No device logs were provided and no parts were replaced. The provided logs confirmed the reported high o2 concentration alarm generated in (B)(6) 2021. A loosen o ring will be detected during pre-use check. It cannot change its position during ventilation. How it had became loosen has not been determined.

Event description:
It was reported that the ventilator alarmed for a high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).